Manufacturer narrative:
Citation: murashita t et al. Technical modifications in the repair of acute ischemic posterior ventricular septal defect without ven triculotomy. J card surg. 2015 mar;30(3):233-7. Doi: 10.1111/jocs.12498. Epub 2015 jan 9. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding technical modifications in the repair of acute ischemic posterior ventricular septal defect without ventriculotomy.  All data were collected from a single center between 2006 and 2013.  The study population included ten patients with a concomitant ventricular septal defect (predominantly male; mean age 65 years), six of which were implanted with medtronic hancock ii and two of which were implanted with mosaic (serial numbers not provided) in the tricuspid position.   Among all patients one death occurred two years following the valve implant due to congestive heart failure (chf) secondary to severe mitral regurgitation and right ventricular dysfunction. Based on the available information, the death was not attributed to medtronic product.   Among all patients adverse events included: severe tricuspid regurgitation, severe right ventricular dysfunction, reoperation for bleeding, infection, pulmonary and neurologic complications, cardiac arrest, atrial fibrillation, and permanent pacemaker implant. Multiple manufacturers were noted in the literature; based on the available information a possible correlation could be made between the observed adverse events and medtronic product.   No additional adverse patient effects were reported.